Manufacturer narrative:
The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "they just got an explant of their recalled allergan breast implants and they were both ruptured when they went in. The silicone spilled into their chest cavity." Patient also reported "experiencing many health issues"; this is not device related. Device has been explanted. This record is for the left side.